Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3389s-40 lot# v358538, implanted: 2010 (B)(6), product type lead product ID 3389s-40 lot# v096181, implanted: 2008 (B)(6), product type lead product ID 3389s-40 lot# v088238, implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-03772.

Event description:
It was reported that the patient experienced a fall on (B)(6) 2013, where the patient hit his head. It was noted that the fall followed bursitis surgery that the patient had on (B)(6) 2013. It was reported that following the fall the patient had impedance values for contacts 01, 02, 03, and 23 that were greater than 2000 ohms. It was also reported that contact 12 had an impedance of 1893 ohms. It was further reported that the "current was 14 or higher." The therapy on the day of report was noted to be "1542 (ohms) with a current of 31." Previous impedance values that were attained (B)(6) 2012 were reported as 1689 ohms for contact 12 and 1762 ohms for the therapy impedance. It was further noted that the patient's stimulatory voltage had been increased since (B)(6) 2012, from 3.0v to 3.3v to 3.74v at the time of report. The patient was reported to have been receiving "good dbs (deep brain stimulation) therapy still" at the time of report. It was also noted that the patient had "some dystonia in his hand that was new for the patient since the fall occurred." It was also noted that the patient had "developed pulmonary emboli since the fall." Further information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-03772 for information about the patient's other device.

Manufacturer narrative:
(B)(4).